Manufacturer narrative:
A complaint was received on 11/20/2023 substance found on raytec. A supplier corrective action request (scar) was issued to the gauze supplier meixin medical. The sample was returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Substance found on raytec.

Manufacturer narrative:
A complaint was received on 11/20/2023 substance found on raytec. A supplier corrective action request (scar) was issued to the gauze supplier (B)(4). The following root cause was determined by the supplier (B)(4): the substance may come into the product from the circulating tools or the working tables. The workers didn't check the product's appearance carefully when banding them with paper band. The substance escaped the inspection and was left on the product. The following corrective and preventive actions have been taken by (B)(4): stress that all workshop personnel shall attach importance to the hygiene inspection of the circulating tools and the working tables throughout the entire production process, to eliminate indirect contamination of products. The workers shall check the product's appearance carefully during the gauze folding and paper band banding process and shall promptly remove any foreign substances found. Strengthen training on workers and promote importance of product quality. Production records were reviewed, and no issues were found. An inventory check of the gauze was made by deroyal, a total of (B)(4) were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.